Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that this was a pvp (l4) performed on (B)(6) 2026. Vbs was performed for l4. After the stent balloons were inflated to 4cc on both sides, the balloon ruptured suddenly and the balloons could not be inflated to 5.5 cc which is the maximum inflation capacity. This is a case where the injury occurred only recently, and bones were very porous. So, there was no reason for the balloon to rupture but the balloon ruptured. A spare balloon was used and inflated both left and right sides to recover. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.